Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was identified to be due to depleted main batteries. To correct this condition, the main batteries were replaced. If any additional information is received, a follow up will be sent.

Event description:
A baxter field service engineer reported a colleague infusion pump with a 570:320:844:0000 failure code. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The original reported condition was found a baxter field service engineer. Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.